Event description:
It was reported that this pacemaker exhibited oversensing of myopotential noise. No pacing inhibition was observed. Additionally, low amplitude was observed on the right ventricular (rv) lead. The involved lead is a non boston scientific product. Boston scientific technical services (ts) was consulted and further testing was recommended. No adverse patient effects were reported. At this time, this device system remains in service.